Manufacturer narrative:
The lead was returned due to patient death. As received, only the connector portion of the lead was returned in one piece. Electrical test did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the cut end which is consistent with procedural damage.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to patient death. The cause of death was indicated as cardiogenic shock and acute systolic heart failure. There was no allegation of malfunction. Further information was requested but not received,